Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) values with the highest bg of 400 mg/dl and the lowest bg of 45 mg/dl. The user acknowledged inconsistent meal announcements, including multiple or false entries, which contributed to the excursions. A factory reset was performed with support, and additional training was scheduled. The user reported no symptoms, and no medical intervention was required.